Event description:
The caller reported that during an arthroscopic shoulder repair, a portion of the distal tip of a lupine inserter that was being used for fixation broke away into the pt's joint space. The fragment was retrieved and the procedure was concluded successfully without further issue or harm to the pt. Complaint device discarded at user facility.

Manufacturer narrative:
Nothing is being returned for analysis; complaint device discarded at user facility. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints for this lot of devices that were released to distribution. We cannot discern the underlying or root cause for the reported issue. At this point in time, no corrective or further action is warranted.